Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, software version: 2.1.0 work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. There was no reported issue. Codes b01, c19 and d14 are applicable to this evaluation. A0908: applicable to the alleged inaccuracy, and it not meeting minimum accuracy a23: applicable to difficulty registering the patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was difficulty registering the patient. The site tried several trace registrations, all of which did not meat minimum accuracy. Eventually, the site was able to successfully register. However, during navigation, the site noted considerable distance between patient anatomy and navigation while using a navigable drill. There was no reported impact to patient, and there was less than an hour surgical delay.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. The provided logs did not capture the date corresponding to the reported issue, and therefore, no abnormalities related to the reported inaccuracy could be identified. The archived data included a ¿bert bert¿ demo exam with 119 slices, during which the user completed over 60 registrations, all within the acceptable 5 millimeter (mm) accuracy threshold. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.